Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose level was 19.0 mmol/l at the time of the incident. Customer reported that they sleeping and got the book image with red x on the pump screen. Customer reports they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. However, corroded electrical board noted during visual inspection. Device received with minor scratched lcd window, faded serial number label, cracked case, cracked battery tube threads, cracked retainer and scratched case.